Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the probe tip (transparent sheath section) has scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by failure to follow instructions. The event can be prevented by following the instructions for use which state: do not hit, stretch, twist, drop, or bend excessively the distal end, insertion section, or connector section of the ultrasonic probe. Otherwise, the equipment may be damaged, causing an injury in the body cavity, burns, bleeding, perforation, or detachment of parts olympus will continue to monitor the field performance of this device.

Event description:
It was reported the ultrasonic probe had a deformed tip. The issue was identified before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe had a deformed tip. The issue was identified before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information about the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.